Manufacturer narrative:
H10: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including an air leak (2 bar) test and a leak was observed at the level of the filter housing due to a crack. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the plastic housing above the label of a prismaflex m100 set during prime. There was no patient involvement. No additional information is available.